Event description:
It was reported that during use the right atrial (ra) exhibited occasional p-wave under-sensing during arrhythmia episode. It was also indicated via remote transmission that the ra lead exhibited high thresholds. The ra lead remains in use. No patient complications have been reported as a result of this event.